Event description:
It was reported that during an unspecified spine surgery, it was observed that the sheath was pulled away from the plug on the motor device. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was pulled out of the connector and the connector body was loose. It was determined that the cord was pulled from the connector due to excessive force in pulling the cord from the connector. It was determined that the connector body was loose because of loctite deterioration. It was determined that the device showed signs of damage caused by the sterilization process/immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly